Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.

Event description:
Report of 1 false positive flu b result. Send out respiratory testing produced a negative result. Symptomatic status is unknown.